Event description:
It was reported to olympus the visera elite video system center pins are bent. The event occurred during preparation for usage in an unspecified procedure. There was no report of patient harm or injuries.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirm due to defective camera connector. It was also noted the printed circuit boards need to be replaced, the housing is damaged on the on left side of front panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d8, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The specific root cause of the damaged camera connector could not be determined at this time. Olympus will continue to monitor field performance for this device.